Event description:
I had the procedure done in 2006 after my son was born. Since then I have developed (B)(6), gained 100 lbs even with a strict diet and exercise. My hair has fallen out, my thyroid is out of whack and my periods are so unpredictable.